Event description:
A malfunction occurred on a customer's pump, resulting in the customer's blood glucose level reaching 445 mg/dl. The customer did not have a backup therapy available and planned to contact their healthcare provider for guidance. A replacement pump with updated software was sent by technical support, and the customer was instructed on necessary steps, including programming the new pump and returning the faulty one to avoid charges.